Manufacturer narrative:
The field service engineer (fse) observed the rear blood detector (bd2) was not reading within the specified range. The fse adjusted the rear and front blood detectors within range and resolved the pressure errors. The fse also observed the manual sample probe was leaking fluid and adjusted the manual probe position and flushed the vacuum system to resolve the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported pressure errors during an attempt to perform the needle clean and noted fluid leaked outside the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer used a gauze pad to collect occasional small drip of diluent. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.